Manufacturer narrative:
Reported event: an event regarding revision due to instability & dislocation involving an unknown liner was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated "no revision operative report and no x-rays are available for review. There is no examination of the explanted components. After twenty-one years in situ, some poly wear and instability with a 22mm head is not unexpected. Revision for apparent recurrent dislocation was not the result of factors of faulty component design, manufacturing or materials related to the stryker acetabular components used in this case." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: review of medical records by a consulting clinician confirmed the event for dislocation and indicated that after twenty-one years in situ, some poly wear and instability with a 22mm head is not unexpected. However it was concluded that the revision for the apparent recurrent dislocation was not the result of factors of faulty component design, manufacturing or materials related to the stryker acetabular components used in this case. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Company rep reported a revision of left total hip due to instability.